Manufacturer narrative:
D2a. Product code: corrected information, initial report used incorrect code.

Event description:
Update was received. The events were previously assessed as not related to the vns.

Manufacturer narrative:
B3, corrected data: supplemental report #1 inadvertently submitted with the incorrect event date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that the patient states that the device has never helped her depression but has increased it. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.